Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the trocars would not engage. Add'l torcars were pulled and the case was completed without incident. There was no consequence to the pt.